Event description:
Customer's wife called to report the passing of her husband. Cause of death was due to pancreatic issue. Caller unable to provide the blood glucose reading at the time of death. The insulin pump was donated to hospital for training purposes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.